Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: introducer product ID: non-medtronic product product type: ep catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere 9 catheter, ventricular scar ablation was performed with lesions in the septal, anterior, and anterolateral regions, including areas involving the right ventricular outflow tract, left ventricular outflow tract, and papillary muscle. Mapping was initially performed via a transseptal approach, and due to a severely dilated ventricle with inadequate reach to the area of interest, a retroaortic approach was used to perform ablation. After ablation via retroaortic access, the catheter was removed to reinsert it via the transseptal access, and black charring tissue described as foreign material was observed on the lateral aspect of the catheter tip, with the material reported to have originated from the left ventricle. The catheter was flushed, and the procedure was continued and completed without further issues. No patient complications have been reported as a result of this event.